Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that 3 infusion sets have leaked due to head set not sticking. No adverse event. Infusion sets are being returned and replaced.